Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise along with oversensing and pacing inhibition. It was determined that there was lead damage causing long runs of asystole greater than 20 seconds resulting in fainting and seizures spells for the patient along with inappropriate anti-tachycardia pacing (atp) therapy. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and abandoned and a new rv lead was successfully placed.